Event description:
The facility's biomed engineer reported an infusion pump with a 500:320:675:0000 failure code. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.